Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler sparked during step 1 of set up for pd treatment. The patient was attempting to power on the cycler but it wouldn¿t turn on and the display was blank. The patient verified there was no power outage or outlet issue, the cord was securely plugged in and the power switch was in the on position. There was no lights on the buttons and there was no sound when buttons were pushed. Patient then decided to change outlets. When he then turned the cycler on it sparked from an area possibly in the back, and then it came on. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The patient verified knowing how to carry out manual treatments until the new cycler arrived. During a follow up call with the patient, it was confirmed there was no harm, adverse event or medical intervention due to spark event. The patient also explained that he decided to go ahead and use the cycler until the new one arrived the next day. The patient said the cycler worked as expected and he was able to complete his treatment. The patient received a new cycler the following day and is able to complete treatments without issues. The cycler is available to be returned to the manufacturer for an investigation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler sparked during step 1 of set up for pd treatment. The patient was attempting to power on the cycler but it wouldn¿t turn on and the display was blank. The patient verified there was no power outage or outlet issue, the cord was securely plugged in and the power switch was in the on position. There was no lights on the buttons and there was no sound when buttons were pushed. Patient then decided to change outlets. When he then turned the cycler on it sparked from an area possibly in the back, and then it came on. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The patient verified knowing how to carry out manual treatments until the new cycler arrived. During a follow up call with the patient, it was confirmed there was no harm, adverse event or medical intervention due to spark event. The patient also explained that he decided to go ahead and use the cycler until the new one arrived the next day. The patient said the cycler worked as expected and he was able to complete his treatment. The patient received a new cycler the following day and is able to complete treatments without issues. The cycler is available to be returned to the manufacturer for an investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Hipot test passed. Voltage check passed. System air leak test passed. Patient hipot test passed. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. Safety analyzer test passed. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.